Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet with a non-tandem wall adapter. Customer changed the pump charging supplies but the issue persisted and the pump was unable to be charged. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.